Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 400 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer reported several leaks at the site. The customer reported that she was not getting any insulin and treated with the insulin pump. The customer reported that she did not believe that her high blood glucose readings are related to the insulin pump. Customer was advised to change the infusion set to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.